Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a patient notifier. High, out of range hv lead impedance was observed. The patient will be monitored remotely.

Event description:
New information received indicated that hv lead impedance continued to measure out of range after reprogramming. Lead fracture was noted. The lead was capped and replaced.